Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Suture break as reported can be influenced by, but not limited to; manufacturing, user technique and/or patient anatomical conditions. Based on the reported information and the inspection criteria a definitive cause for the suture breaking and associated patient effects could not be determined. For any manufactured proglide lot the devices are visually inspected and functional deployment tested and must meet specifications. Also, incoming suture lots are sampled and tested for conformance to diameter and tensile strength specifications. A definitive cause could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when locking the knot into place the suture broke. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.